Event description:
It was reported to philips that ups had issue which can impact system boot up. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.